Manufacturer narrative:
(B)(4). Date sent: 6/26/2023.

Manufacturer narrative:
(B)(4). Date sent: 6/6/2023. D4 batch#: 616a51. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the tlc75 linear cutter would not complete firing sequence. First attempt dropped 4 unformed staples from cartridge. New reload put in, delivered 80 % of firing. Opened a new stapler to continue the procedure. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 7/14/2023. D4: batch # 540a67. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tlc75 device was received with no apparent damage and with a reload loaded in the device. The reload was received with 32 drivers up without staples and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position. Also, a second reload (b) batch 511a24 was present with the proximal 3 drivers up, the swing tab was noted to be broken off and no returned, making the reload nonfunctional. The reload loaded was reset and the device was tested for functionality with the returned reload loaded and it fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. In addition, a tyvek of device, an opened packaging of reload and 4 unformed staples inside a plastic bag were returned along with the device. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. It is possible that the damage on the swing tab of reload (b) was due to the reload was not properly loaded into the device, causing the damage to the swing tab and not allowing the device to fire. It should be noted that each reload is 100% inspected through an automated vision system to ensure that the swing tab is present and in the correct position prior to shipment. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 540a67, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/20/2023. The lot#616a51 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.